Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was damage to the cable unit and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on cable unit. Regarding the newly identified malfunction of no image, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not work. There were no reports of patient harm.

Event description:
It was reported that the subject device did not work. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.